Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the or for device changeout for normal eri. The physician had difficulty identifying the terminal pin since the identifiers were unreadable. The lead was successfully reconnected to the new device and remains implanted.